Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that they had a defective foley catheter. The registered nurse had inserted the catheter, went to inflate the balloon, and the fluid squirted out the catheter in the area between end of the catheter (inserted in patient) and the y-port. They took picture of the packing, and they do not have the actual catheter. Unfortunately, the catheter had to be removed and reinserted with a new one.

Event description:
It was reported that the customer stated that they had a defective foley catheter. The registered nurse had inserted the catheter, went to inflate the balloon, and the fluid squirted out the catheter in the area between end of the catheter (inserted in patient) and the y port. They took picture of the packing, and they do not have the actual catheter. Unfortunately, the catheter had to be removed and reinserted with a new one.

Manufacturer narrative:
The reported event is inconclusive. Received (2) photo samples of the packaging label for a hydrogel coated latex foley catheter. Verified material number 0168l18 and lot number ngkn4117. The condition of the affected catheter could not be confirmed because only photos were provided for the investigation. Functional testing was not possible based solely on these photos. Therefore, the reported event is considered inconclusive due to the inadequate sample condition. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.